Event description:
It was stated that the device was not able to recognize the pain relief button. There was patient involvement, and no patient harm/adverse events reported.

Manufacturer narrative:
H3: one device was received for analysis. The device had not been in for service within the review period. Evalution was done and the customer's reported problem was replicated as the pain relief button was not working. The keypad was identified as the root cause of the problem. The keypad was replaced, and the device then passed all the functional tests after the repair.